Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient suffered a csf leak following an implant procedure. The patient was hospitalized and received a blood patch. The patient is currently working through the algorithm and there were no reports of further complications.